Event description:
Patient called in to report that the monitor is not powering on with either of the batteries. Patient confirmed both batteries are reflecting 100% charge but after power cycling the monitor will not power on. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor failed isl for not advancing to "connect cable to the monitor". On further investigation it was reported that the system circuit board is locking up and not continuing execution. The reported issue is an isolated failure and does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.